Manufacturer narrative:
The getinge field service engineer (fse) who discovered the issue and evaluated the unit has advised that after replacing the drive manifold assembly, the unit still did not pass the drive manifold test. Subsequently, the fse replaced the safety disk as well and the unit passed the drive manifold test. In addition, the fse also replaced the ac cord, and then performed the following: visual inspection, cleaned the unit, check all consumable parts, full calibration, system functional tests and all safety tests, which passed per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) failed the manifold drive test.. The fse indicated that the pm was the first year maintenance and the ac cord did not rewind fully. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue has indicated that the drive manifold will be replaced. A supplemental report will be submitted upon completion of the repairs.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) failed the manifold drive test. The fse indicated that the pm was the first year maintenance and the ac code did not rewind fully. There was no patient involvement and no adverse event was reported.